Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the noise was due to a defective receptacle. In addition, the device could not be turned on due to a defective power board. The video cable connectors were also failing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the video system center had smoke and explosion sound from the device during an enteroscopy procedure. The procedure was completed using the same device with a delay of approximately 10 minutes, while the patient under general anesthesia. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomena of ¿smoke came out from the device¿ and ¿device does not turn on¿ was a defective power board and a power supply failure respectively. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.